Event description:
It was reported that pt no longer had stimulation, and the ipg would not communicate with external devices. The pt reported he had gone several months without charging the ipg. The physician replaced the ipg with a non-rechargeable version, and it was reported effective stimulation was received postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Results - the complaint was confirmed. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. The can was cut open for inspection of the internal battery; it was in good condition and did not show signs of leaking. The in-circuit battery voltage was 0.96v. According to the eon mini dfu review there is adequate info for preserving the ipg when not in use. The dfu states, do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.